Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with normal operating currents. The pump was monitored for several days and no failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 213 mg/dl at the time of the incident. Customer stated that the act button won't respond. Customer took the battery out and received a failed battery test. Customer stated that the pump did get a little wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan